Event description:
It was reported that a pairing failure occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to complete a data transfer. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).